Manufacturer narrative:
There was no evo-20-25-10-e of lot c857126 in stock at the time of the investigation. One x evo-20-25-10-e device of lot c857126 was returned for eval. It was returned in its original packaging and was open to receipt. The complaint info stated that the user of the device had the following issue; "evolution stent system was in correct position, directly into the cardia. The stent was released to the point of no return, than the security wire was zipped, and then the rest of the stent was released, but one of the crowns was fixed into the introduction blue catheter, the stent can't fully released, after then the introducer sys and the stent has been removed, - a new stent was implanted". On eval of the returned device, it was noticed that the stent returned fully deployed and released from the delivery system. The lock wire was not returned with the device which indicated that the user didn't have difficulty in removing it from the delivery sys to release the stent. The returned fully deployed stent did not appear to be damaged. There was no crown damage noted. There was no stent elongation evident. All the joints were intact. The red shuttle was at a position which indicated that the stent had fully deployed. The customer complaint could not be confirmed as the stent returned fully deployed and released from the delivery sys. There was no crown damage evident. As actual use conditions cannot be replicated in the lab we are unable to conclusively determine the cause of this complaint. Prior to distribution evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the mfg records for evo-20-25-10-e of lot c857126 did not reveal any discrepancies that could have contributed to this complaint. As per the instructions for use, IFU warning section advises the user of the following: "the stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa." The 2 year complaint history has been reviewed and the occurrence of this complaint type is low for this rpn. No corrective action is warranted at this time. From the info provided, the pt did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stent couldn't be released. "Evolution stent sys was in correct position, directly into the cardia. The stent was released to the point of no return, then the security wire was zipped, and then the rest of the stent was released, but one of the crowns was fixed into the introduction blue catheter, the stent can't fully released, after then the introducer system and stent has been removed, - a new stent was implanted". A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.